Manufacturer narrative:
Evaluation summary: as returned, the proximal trial exhibits fracture at the base of the peg. The device has a potential field age of more than three years. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis of the fracture surface shows fracture along most of the circumference. The remaining fracture showed cleavage micromechanism of the fracture indicating fast fracture. It appears a preexisting crack may have led to fracture. Eds analysis of the component material showed peaks typical of 17-4 ph sst. The trial and distal stem tip have potential field ages of 3.5 and 2.25 years respectively.

Event description:
It is reported that while extracting the trial, the distal tip broke off from the proximal body.